Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance increased. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the impedance increased. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the patient's lead warning had triggered due to the high impedance. Reprogramming of the impedance alert limit was performed. The patient is part of a system longevity clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.